Event description:
Pt called lfs alleging that the meter would only prompt "insert strip". Pt reported that the meter started prompting the message two days ago. Arrived home from work and started feeling dizzy, which prompted pt to test the blood glucose level. Pt stated that the symptoms had not subsided. Pt did not report any actions taken following the attempted use of the meter. No medical care was sought from a health care professional. Pt's medication regimen is unk. There is no evidence of an adverse event or serious injury caused by the meter. Pt had symptoms prior to the attempted use of the meter. The customer service representative walked pt through resolving the error message. The meter had to be replaced due to an unresolved "insert strip" message.